Event description:
The customer complained of questionable inr results for 2 patients from two coaguchek xs meters compared to the laboratory results. For patient 1 the result from meter serial number (B)(4) was 4.2 inr and the result from the laboratory was 3.1 inr. For patient 2 the result from meter serial number (B)(4) was 5.1 inr and the result from the laboratory was 3.6 inr. Patient 2 was a (B)(6) female that weighed (B)(6) and date of birth of (B)(6). The elapsed time between the results was less than 7 hours. The laboratory reagent was asked for but not provided. There was no adverse event. The patients' conditions were "stable". The patients were not anemic, no heparin, and no antiphospholipid antibodies. The patients had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The coumadin dose for patient 2 was increased the prior week. The therapeutic range for patient 1 was asked for but not provided. The therapeutic range for patient 2 was 2.5 - 3.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29494511) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.